Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 11-103201, taperloc por lat fmrl 6.0x132, 665260, 15-106048, m2a-38 cup non flared sz 48mm, 505730. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient's right hip was revised five years post implantation due to pain, discomfort, soreness, dysfunction, and loss of range of motion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Revision op notes from indicates patient underwent revision right hip arthroplasty for replacement femoral head component with excisional debridement of pseudo capsule and synovial tissues. During the procedure there was fluid collection and a fluid collection of mostly clear fluid with a tan gray serosal lining of a cystic space communicating lo the hip joint space. The tissue had some thickened hypertrophic fronds of synovium and brownish tannish appearance and this tissue was systematically excised along the posterior, inferior, and superior aspects of the hip joint around the edge of the acetabulum. There was some moderate black staining from oxidation of the trunnion and this was polished off with a bovie scratch pad to back to a normal appearance of the metal trunnion. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.